Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, however; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed may 19, 2016.